Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 35mm watchman flx laa closure device with delivery system (wds) and was completed using a 31mm watchman flx laa closure device with wds and a watchman fxd curve access system (was). During the pre procedural transesophageal echocardiogram (tee), a slight pericardial effusion (pe) was identified. The transeptal puncture was completed, heparin was administered, and the pe was observed to have increased in size. The pe was monitored and failed to increase further and the procedure continued. The 35mm closure device was deemed the improper size for the patient anatomy and was removed. Following removal of the 35mm closure device the circumferential pe again increased in size. The 31mm closure device was successfully implanted, protamine was administered, and the pe was monitored for changes. A pericardiocentesis was performed and 440cc of blood was removed but the pe persisted. The patient was transferred to cardiothoracic surgery where a pericardial window was placed. The patient went to the intensive care unit for recovery and was later discharged.

Manufacturer narrative:
B5 describe event or problem updated. H6 patient codes updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 35mm watchman flx laa closure device with delivery system (wds) and was completed using a 31mm watchman flx laa closure device with wds and a watchman fxd curve access system (was). During the pre procedural transesophageal echocardiogram (tee), a slight pericardial effusion (pe) was identified. The transeptal puncture was completed, heparin was administered, and the pe was observed to have increased in size. The pe was monitored and failed to increase further and the procedure continued. The 35mm closure device was deemed the improper size for the patient anatomy and was removed. Following removal of the 35mm closure device the circumferential pe again increased in size. The 31mm closure device was successfully implanted, protamine was administered, and the pe was monitored for changes. A pericardiocentesis was performed and 440cc of blood was removed but the pe persisted. The patient was transferred to cardiothoracic surgery where a pericardial window was placed. The patient went to the intensive care unit for recovery and was later discharged. It was further reported cardiac tamponade occurred in conjunction with the pericardial effusion.